Event description:
It was reported that this right atrial lead exhibited noise, oversensing, loss of capture and high out of range pacing impedance measurements. Due to this, inappropriate atrial tachy response (atr) episodes were stored. Additionally, two signal artifact monitoring (sam) episodes were recorded. It was determined that this was due to lead fracture. A lead revision was recommended. At this time, this lead remains in service. No further adverse patient effects were reported.